Event description:
A customer reported a leak from the bottom right side of the lh780 instrument. The volume of the leak was reported as about 4 ml and the leak was not contained. No erroneous patient results were generated in connection with the reported event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed stripper plate errors and a leak near the diff mix chamber and found the restrictor tubing at valve 46b (vl46b) had a crack and was leaking diluent into the instrument. The fse replace the restrictor tubing to resolve the leak. (B)(4).